Event description:
Boston scientific received information that this pacemaker along with the competitor¿s lead exhibited oversensing with no pacing inhibition. Impedance issues were also observed. Subsequently, the competitor¿s lead was found to be fractured. Attempts to obtain additional information were unsuccessful. A surgical intervention was performed wherein the lead was surgically abandoned, and the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.